Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Implantation of psl cluster cup with dsa/daa impactor - 1440-2011 cup impactor bolt locked into cup and would not unscrew out when implanted (ie: in situ). This resulted in the cup and bolt having to been explanted. Even out of the patient the bolt and cup were not able to be separated. This meant that another psl cluster shell was required to be opened and implanted. There was no adverse reaction to the patient, just a delay of 10 minutes trying to resolve and then obtain/implant another cup (which was already on consignment at site).

Event description:
Implantation of psl cluster cup with dsa/daa impactor - (B)(4) cup impactor bolt locked into cup and would not unscrew out when implanted (ie: in situ). This resulted in the cup and bolt having to been explanted. Even out of the patient the bolt and cup were not able to be separated. This meant that another psl cluster shell was required to be opened and implanted. There was no adverse reaction to the patient, just a delay of 10 minutes trying to resolve and then obtain/implant another cup (which was already on consignment at site).

Manufacturer narrative:
An event regarding disassembly issue involving a cup impactor bolt was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and/or the device was not returned. Further information such as return of device and operative reports are needed to investigate this event further. O further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.